Manufacturer narrative:
The device remains implanted. A boston scientific crm technical service consultant reviewed the save to disk and electrocardiogram and discussed that there were several tachycardia episodes stored on (B)(6) 2010. These episodes were stored approximately 3 hours earlier than the recorded electrocardiograms. Due to the programming of the device detection enhancement criteria; therapy was delayed and not delivered when required. Re-evaluation and reprogramming of the detection enhancement criteria was recommended. There was no evidence of a lead or device issue based on the information and measurements available on the save to disk. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator has a history of ventricular tachycardia. On (B)(6) 2010 the patient experienced a sustained ventricular tachycardia with a frequency of 156bpm. The device did not detect the episode, and therefore, therapy was not delivered. The patient was admitted to the hospital and treated with an injection of cordarone. Initial review of the device memory revealed no recording of the episode. A save to disk and electrocradiogram was sent to a boston scientific crm technical service consultant for review. The device remains implanted and the patient has recovered.